Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Without a known lot number, review of the manufacturing records cannot be performed. The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. The implants are distributed non-sterile, the hospital states the sterilization protocol was followed for this case. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery due to a wound infection was reported. The facility reported the germinal was an escherichia coli. Report one of two.